Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the package was opened, the prosthesis had too much plication. Same. By using the black introducer, the guidewire could not be passed. Another stent was used. "As per cc form": when the package was opened, the prosthesis had too much plication. Same. By using the black introducer, the guidewire could not be passed. Another stent was used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 zimmon biliary stent set of lot number c2059820 involved in this complaint was returned for evaluation opened, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 24 nov 2023. Visual inspection: stent and pigtail straightener returned. Straightener returned in incorrect orientation kink observed on 2nd and 5th portholes of tapered end. Functional inspection: 0.035" wireguide does pass the kink. Confirmation was received from the customer that the device was not used on the patient. Manufacturing records: prior to distribution all zebd-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. The failure mode has not previously occurred with lot c2059820. Based on the information to date there are no manufacturing issues associated with lot c2059820. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use and label: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device becoming damaged during transport or storage leading to the kinks observed on the stent and that this damage was not observed by staff at the user facility when placing the device into storage. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. Additional information received from the customer confirmed that the kinks observed on the stent were already present before they used they used the pigtail straightener and that a 0.035" wireguide was used. Confirmation of complaint: complaint is confirmed based on the visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when the package was opened, the prosthesis had too much plication. Confirmed quantity of 1 device, confirmed prior to use. According to the information reported, this device did not make patient contact. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device becoming damaged during transport or storage leading to the kinks observed on the stent and that this damage was not observed by staff at the user facility when placing the device into storage. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. Additional information received from the customer confirmed that the kinks observed on the stent were already present before they used they used the pigtail straightener and that a 0.0352 wireguide was used.

Event description:
A supplemental report is being submitted due to completion of investigation on 22-aug-2024.